Event description:
Customer reported that pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.